Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a fault of a component within the axis 2 motor assembly on the affected mtm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were getting an error and a message stating that the right hand control was not free to move. The tse viewed the logs and confirmed error 23017. The tse asked the customer if anything was obstructing the hand control from moving and the customer stated no. The customer reported that surgeon moved to console 2 and was continuing with the case. The tse advised the customer that they could perform a hard power cycle. If the issue persists, the tse advised that they could remove the blue fiber from the console. The customer was continuing with the case. The field service engineer (fse) was to follow up. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. There was no patient injury as a result of the issue. The procedure was completed robotically with the second console.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to correct the recurring errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator was analyzed and found in system logs, the error (23003) was found indicating joint position errors limit confirming the fault occurred in the field. Upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating fault on the axis 2 replicating the reported event. The mtm2 was then installed onto a sftp where power up was found to be failing on the axis 2. Once testing was completed, axis 2 motor was aba tested and were verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the axis 2 motor.